Event description:
Generated from a service report screening. The unit failed (stopped cycling) on a patient, no patient injury occurred. The 766 board has an intermittent problem and at times cuases an upper pressure limit alarm. The patient settings are unknown. The problem was discovered by wiggling the 766 board which duplicated the problem. The unit is not yet in service as a new board has to be ordered and installed.